Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (to remove her essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, post procedural discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was determined that there was part of the essure device remaining') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and polycystic ovaries. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (to remove her essure coils/laparoscopic bilateral salpingectomy with removal of essure devices bilat). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, post procedural discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device breakage, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was determined that there was part of the essure device remaining') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and polycystic ovaries. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), post procedural discomfort ("post-procedure discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (to remove her essure coils/laparoscopic bilateral salpingectomy with removal of essure devices bilat). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, post procedural discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device breakage, dyspareunia, menorrhagia, pelvic pain and post procedural discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-feb-2021: mr received. Reporter information, patient's medical history, event "it was determined that there was part of the essure device remaining" and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.